Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat vaginal prolapse and mesh was implanted along with the concurrent procedures of transvaginal repair of grade iii cystocele and grade iii enterocele, vaginal vault suspension, transvaginal repair of grade iii rectocele and cystourethroscopy. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to vaginal mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.